Manufacturer narrative:
The serial number of the cobas e 801 analytical unit is (B)(6). The investigation reviewed the last calibration performed on (B)(6) 2024; the calibration signals were within expectations. The investigation reviewed the qc data; the qc was within range before the sample measurement/system was released for patient measurement. The investigation reviewed the alarm trace provided; no issues were noted. The investigation reviewed the customer's handling of patient samples. The customer uses a fixed-type centrifuge for the patient sample tubes with gel. The field application specialist stated that swing-out rotors are recommended to be used for optimal gel layer characteristics. A review of the sample picture showed that sample ID 24011904045 was a hemolytic sample. The investigation is ongoing.

Event description:
The initial reporter received questionable troponin t hs elecsys results from four patient samples tested on the cobas e 801 analytical unit. The reporter stated that they would rerun the patient sample twice for the assay. Sample ID (B)(6) on (B)(6) 2024: the initial result at 4:51 am was 39.1 ng/l. The first repeat result at 5:03 am was 17.6 ng/l. The second repeat result at 5:17 am was 17 ng/l. The field service engineer (fse) inspected the analyzer and performed mechanical checks, external washes, and probe positions; no issues were noted. The fse also checked the gear pump head (gph) pressure; no issues were noted. He noted that the procell and sipper syringes 1 and 2 were cloudy. He then performed a decontamination on all 3 syringes and their respective lines. He performed a system prime, measuring cell (mc) preparation (15 times), and precision tests with successful results; the initial instrument check for channel 2 failed but passed on rerun; routine operation was resumed after successful calibration and qc. The issue was not resolved and new questionable results were reported: sample ID (B)(6) on (B)(6) 2024: the initial result was 24.8 ng/l. The first repeat result was 12.6 ng/l. The second repeat result was 10.3 ng/l. Sample ID (B)(6) on (B)(6) 2024: the initial result was 22.0 ng/l. The first repeat result was 12.7 ng/l. The second repeat result was 12.6 ng/l. Sample ID (B)(6) on (B)(6) 2024: the initial result was 38.1 ng/l. The first repeat result was 138 ng/l. The second repeat result was 35 ng/l.

Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) updated. The customer reported new questionable results: sample ID (B)(6). On (B)(6) 2024: the initial result at 4:51 am was 64.4 ng/l. The first repeat result at 5:03 am was 79.6 ng/l. The second repeat result at 5:17 am was 78.7 ng/l. The field service engineer (fse) inspected the analyzer and performed mechanical checks. He verified the external washes, probe positions, and gear pump head pressure were all working within specifications. He noted that the procell and sipper syringes 1 and 2 were cloudy. He then performed decontamination on all 3 syringes and their respective lines. He primed the analyzer and performed measuring cell preparations (15 times) with acceptable results. He also performed an instrument check which initially did not pass but was acceptable upon repeat. The issue was not resolved. Sample idr (B)(6). On (B)(6) 2024: the initial result was 14.3 ng/l. The first repeat result was 7.19 ng/l. The second repeat result was 7.09 ng/l. Sample ID (B)(6). On (B)(6) 2024: the initial result was 12.5 ng/l. The first repeat result was 20.2 ng/l. The second repeat result was 14.5 ng/l. Sample ID (B)(6). On (B)(6) 2024: the initial result was 41.6 ng/l. The first repeat result was 12.1 ng/l. The second repeat result was 11.1 ng/l. Sample ID (B)(6). On (B)(6) 2024: the initial result was 14.6 ng/l. The first repeat result was 8.05 ng/l. The second repeat result was 6.14 ng/l. The investigation reviewed the images from the sample foam detection camera. The analysis revealed the presence of white particulate matter in several patient sample tubes including the reported patient samples. There were also multiple samples that seemed to be underfilled and the stroage conditions of the patient sample tubes were not optimal. The investigation determined the event was consistent with a sample quality issue (white particulate matter in the patient sample). The investigation did not identify a product problem.